Event description:
It was reported that the patient was admitted in clinic after being found unresponsive. It was noted that the pacemaker pocket was swollen. The whole system including the implantable cardioverter defibrillator (ICD) and the right ventricular (rv) lead, was explanted. Blood culture was performed and found that the patient had developed sepsis infection and endocarditis. The patient would continue to be monitored at the hospital.

Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and visual inspection and interrogation were normal. The cause of infection could not be traced to the device.